Event description:
Consumer reported after insertion of a tampon pledget and removal of the applicator from her vaginal cavity, the string detached from the pledget. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.